Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient¿s ins was overdischarged. The rep reported that patient compliance led to the issue. The rep reported that they attempted a trickle charge but was unsuccessful. The rep reported that they talked with the patient about ins replacement with a non-rechargeable or a newer device. The issue was not resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the patient would have a replacement, but it was not scheduled yet. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative regarding the patient. It was reported that patient was to follow up with their pain md in 2 weeks. That was all the information available at the time. No further complications were reported/anticipated.